Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2007, the patient presented with spondylolytic spondylolisthesis l5-s1, advanced degenerative disk disease l5-s1, left herniated nucleus pulposus l5-s1, chronic axial low back pain, and left lower extremity radiculopathy. The patient underwent underwent gill laminectomy l5, bilateral foraminotomies l5 and s1, harvesting of local autogenous bone for posterolateral spine fusion, posterior lumbar interbody fusion l5-s1 using peek interbody cages and bone morphogenetic protein-2, and posterolateral instrumented fusion l5-s1 using stainless steel pedicle screw instrumentation, bone morphogenetic protein-2, and morcellized autogenous local bone graft. As per op notes, ¿bone morphogenetic protein was reconstituted in sterile water and impregnated on a size large collagen sponge. After 30 minutes of impregnation time, 2 strips were cut and rolled appropriately sized to place with interbody cages. The rest of it was finely morcellized into 2 to 3-mm square segments and then mixed evenly with the finely morcellized autogenous bone graft material¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.